Event description:
It was reported that the handpiece began overheating at the beginning of a wisdom tooth procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the rise in temperature was confirmed as the spindle housing became hot. Based on the investigation detail, the likely cause for the alleged overheating was the driveshaft and bearings, which have been replaced along with some other components. The handpiece was repaired and returned to the customer.